Event description:
Manufacturer's ref: (B)(4)

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. Our field service engineer investigated the unit on-site. During troubleshooting, the reported issue was confirmed as the pressure transducer test failed. Both nozzle units within the gas modules were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The device logs provided confirm the occurrence of the pressure transducer failure. Both nozzle units were returned for further investigation. During simulated use testing, both nozzle units were installed in a reference ventilator. Multiple pre-use checks were successfully conducted. After passing these checks, ventilation was performed for two days without triggering any alarms or errors. To investigate whether the issue originated from a sticky membrane within the nozzle unit, mechanical force was applied to both springs within the nozzle units. Upon applying the force, it became evident, especially for the o2 gas module nozzle unit, that the springs got stuck to the membrane, causing a delay in their release. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It regulates the gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control the gas flow through the gas module. Membrane stickiness may cause the feather spring to get stuck to the membrane, resulting in a delayed release. In conclusion, the root cause of the stickiness in both nozzle unit membranes remains unknown. The nozzle units should be replaced during annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs, it appears that preventive maintenance has been executed according to the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membranes.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).